Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system took a long time to start up. Upon further investigation, the fse identified that the cause of the issue was the solid state drive (ssd) of the suite pc. To resolve the issue, the fse replaced the solid state drive and performed all the functional checks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device took approximately 10 minutes to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.